Manufacturer narrative:
The explanted device was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patients ipg had migrated and was causing pain at the ipg site. The patient underwent an ipg replacement procedure and was also repositioned per physicians preference. No device malfunction was suspected. The patient was dong well postoperatively.

Event description:
A report was received that the patients ipg had migrated and was causing pain at the ipg site. The patient underwent an ipg replacement procedure and was also repositioned per physicians preference. No device malfunction was suspected. The patient was dong well postoperatively. Additional information was received that the patient was burned by the ipg due to high energy use.